Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 257 mg/dl. Reportedly, customer disconnected the pump tubing and insulin delivery was resumed. Customer could not further troubleshoot with tandem technical support.